Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. 794895) for female sterilisation. The patient had a medical history of anxiety, claustrophobia, cholecystectomy, parity 2, gravida ii and kidney stone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1582 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus , laparoscopy with oophorectomy and salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2011. As per mr (B)(6) 2011. 3 trailing coils on the left side. Opposite side with 3 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2015: bilateral pelvic masses likely represent complex cystic ovarian neoplasm. Less likely consideration would be marked hydrosalpinx. Left lower lobe pulmonary masses are not significantly changed from CT of (B)(6) 2014. Continued follow up is recommended. [Pathology test] on (B)(6) 2015: bilateral fallopian tubes and ovaries, excision serous cyst adenofibroma with focal epithelial proliferation (see comment). Non-invasive implant of serous borderline tumor involving the ovarian surface. Serous borderline tumor, 9.0 cm in size. Surface involvement is not identified. Bilateral fallopian tubes - no significant pathologic findings, negative for neoplasm. [Ultrasound kidney] on (B)(6) 2016: solid mass in the pelvis. CT abdomen and pelvis suggested for further evaluation. Mild dilatation of the collecting system on the left side non obstructing stone left kidney. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received: lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1629 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1629 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. 794895) for female sterilisation. The patient had a medical history of anxiety, claustrophobia, cholecystectomy, parity 2, gravida ii and kidney stone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1582 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus, laparoscopy with oophorectomy and salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus: (B)(6) 2011. As per mr: (B)(6) 2011. 3 trailing coils on the left side. Opposite side with 3 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2015: bilateral pelvic masses likely represent complex cystic ovarian neoplasm. Less likely consideration would be marked hydrosalpinx. Left lower lobe pulmonary masses are not significantly changed from CT of (B)(6) 2014. Continued follow up is recommended. [Pathology test] on (B)(6) 2015: bilateral fallopian tubes and ovaries, excision serous cyst adenofibroma with focal epithelial proliferation (see comment). Non-invasive implant of serous borderline tumor involving the ovarian surface. Serous borderline tumor, 9.0 cm in size. Surface involvement is not identified. Bilateral fallopian tubes - no significant pathologic findings, negative for neoplasm. [Ultrasound kidney] on (B)(6) 2016: solid mass in the pelvis. CT abdomen and pelvis suggested for further evaluation. Mild dilatation of the collecting system on the left side non obstructing stone left kidney. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.